Event description:
It was reported that it was not possible to extend the helix mechanism before the implant procedure. The lead was not in use and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned to the manufacturer and analyzed. No anomalies were found.